Manufacturer narrative:
At the time of the follow up, the patient was experiencing an unrelated pulmonary edema. Once the patient is in stable condition, a revision will be performed to evaluate the connections. This lead and device remain implanted and in service. No additional information is available. Once additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a patient follow up, it was discovered that this implantable cardioverter defibrillator (ICD) had recorded shock impedance measurements above 125 ohms starting one week after it was implanted. However, the shock impedance measurement taken on the right ventricular defibrillation lead during the follow up was 50 ohms. After the lead was implanted, induction testing was performed and the shock impedance during testing was within normal range. The physician decided to intensify the patient follow ups to monthly in order to evaluate the trend of the impedance measurement. At a later date, it was observed that there was noise on the ventricular channel and the pacing impedance measurement was below 200 ohms. The physician decided to increase the detection time for the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones. No adverse patient effects were reported. At the most recent patient follow up, the shock impedance measurement above 125 ohms was again observed. The pacing impedance measurements and thresholds were within normal range.